Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room with dizziness. A remote monitor transmission revealed possible atrial under-sensing that fell into blanking periods which caused some episodes to appear terminated while they were still in progress. A request for additional information was made and it was learned the patient was "admitted due to ortho-static changes and weakness which was probably unrelated to the event." No intervention was performed. The device and lead remain in use and no further patient complications have been reported as a result of this event.